Event description:
The customer reported that there is a tear in the insulation on the high voltage cable assembly. The customer continues to use the system despite the defect and has scheduled service to replace the defective part. No patient injuries were reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge service rep replaced the high voltage cable assembly and verified proper operation of system. The system operates as manufacture intended.